Manufacturer narrative:
Operator of device - unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. Based from the results of our investigation, the root cause of the complaint could not be identified. The condition of the actual sample was not confirmed since it was not returned for evaluation. Retention samples were confirmed free from defects that will affect activation of safety sheath. Related functional testing such as sheath activation and deactivation were all passed. In addition, the safety sheath was successfully activated and no abnormality such as protruding of cannula was noted similar to the complaint. We have series of visual in-process inspection to detect abnormality on the sheath that may lead to problem during sheath activation. Molding condition of the components critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to sheath activation problem. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. Prior shipment, qc conducts outgoing visual, sensory, and functional inspection to assure lots are in good quality. Lot history file revealed no related nonconformity or irregularity that will lead to the complaint. We have proper instruction for usage of sg3 needle that is addressed in the IFU as provided in the leaflet in which warnings, cautions and precautions are indicated. (B)(4).

Event description:
The user facility reported that the safety device failure on the terumo surguard3 25 x 1"g needle had an incident where the needle was unable to go into the safety device and bent the needle forward leaving it open for a needle stick. There was no needle stick injuries. There was no patient injury/medical or surgical intervention required.